Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported by a healthcare professional (hcp) that impedance measurements were taken and displayed ¿???¿ for some impedances. It was reviewed to rerun the impedance again. The battery showed ok and the consumer still had stimulation present. No symptoms were reported. Additional information received from a manufacturer representative reported the hcp was unable to determine why the impedance was out of range. There was nothing obvious, such as a fall by the consumer. The consumer was receiving therapy and the physician did not feel it was necessary to do any other sort of investigation on the device. Further information received from the representative reported the representative talked with the hcp again to clarify what was meant by ¿out of range¿ impedances and the hcp indicated she could not recall if it was ¿???¿ or high impedance. The hcp said they had no outstanding issues with any of their patients, and it was resolved when she re-interrogated the consumer. There were no further complications reported and/or anticipated.